Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d6b explant date added. G1 MFR contact fax number added.

Event description:
Clinical review/rationale: an impella 5.5 pump was inserted via the axillary graft site to support the 72 year old female patent who had been admitted in for a surgery. The patient was supported by an intra-aortic balloon pump (iabp), inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history and comorbidities were not shared. The pump was supporting when on day 2 of the support there was rising labs that were indicative of renal failure. The creatinine had risen from 2.9 to 3.3mg/dl. The team began dialysis for the renal impairment and the pump remains on for support. Acute renal dysfunction and renal failure are known risks associated with impella support as described in the instructions for use. The pump remains on for support and patient has survived the harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.